Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat test) has been confirmed. Upon investigation, the electrode belt wires were broken at the solder joint connecting the trunk cable and the distribution node to the rear therapy electrode. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt cannot run detect and treat testing.